Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported excessive no delivery alarms on his insulin pump. Customer's blood glucose is 172 mg/dl. Customer declined troubleshooting because he was unable to talk at that time. He was advised to call back when the issue recurs to troubleshoot. Nothing further reported.